Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with infection. It was also observed that the reservoir was originally implanted on the right side and migrated to the scrotum area. The reservoir was explanted and replaced. There were no additional patient complications.